Event description:
It was reported while using unspecified bd IV tubing there was component separation. There was no report of patient impact. The following information was provided by the initial reporter: an IV tubing separated from the drip chamber.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 2243072-2023-01292 is a duplicate of 9616066-2023-01514 this supplemental is to cancel MDR 2243072-2023-01292.

Event description:
It was reported while using unspecified bd IV tubing there was component separation. There was no report of patient impact. The following information was provided by the initial reporter: an IV tubing separated from the drip chamber.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H6: investigation summary: no product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.